Manufacturer narrative:
While it is unk if the ah plus used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
In this event it was reported that a pt had swelling of the eye after the use of ah plus. The pt was referred to an allergist.